Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal wall hernia procedure, while on the fourth firing for the closure of the entry hole for fiberoptic endoscopic evaluation of swallowing, when the reload was loaded, the tissue excessive force was displayed on the power handle. When the reload was removed and adapter were reconnected, the display showed a yellow notation of 0 remaining procedure. Another adapter was used and it worked properly using the same handle. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and logs were available for evaluation. Visual inspection noted there was no evidence of an excessive load. A review of the system logs showed that the adapter had a tare error however the main screen indicated that the strain gauge was still functional and in the appropriate range. It was reported that the device detected an excessive load. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. In addition the device system displayed an end of life message prior to reaching the end of life criteria. The reported issue was confirmed. The most likely cause was traced to device design. The coating material did not adequately protect the strain gauge from residual moisture. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal wall hernia procedure, while on the fourth firing for the closure of the entry hole for fiberoptic endoscopic evaluation of swallowing, when the reload was loaded, the tissue excessive force was displayed on the power handle. When the reload was removed and adapter were reconnected, the display showed a yellow notation of 0 remaining procedure. Another adapter and reload were used and it worked properly using the same handle. There was no patient injury.